Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant damages leaflets over time was confirmed empirically based on the information provided. Available information suggests that the initial procedure may have not been sufficient in resolving all pathology, patient had a markedly dilated right atrium in the follow-up one-year post-teer index procedure. Additionally, in the original procedure, the device may not have been placed at an optimal orientation. Taking this in as a possibility, along with the fact that the remaining regurgitation level post-op was moderate, the patients condition worsened with their functional disease pathology. Remaining pathology impacted the effectiveness of the device overtime and ultimately resulted in a return of severe regurgitation. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Information added/updated to section h6 (type of investigation). H11: additional manufacturer narrative: the complaint for implant damages leaflets over time was confirmed empirically based on the information provided. Available information suggests the patient had a markedly dilated right atrium in the follow-up one-year post-teer index procedure. Additionally, in the original teer procedure, the device may not have been placed at an optimal orientation. Taking this in as a possibility, along with the fact that the remaining regurgitation level post-op was moderate, the patients condition worsened with their functional disease pathology. Ultimately, the patient was reintervened with a 52 mm evoque 16 months after the initial procedure and the severe tr was reduced to trace. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Information added/updated/corrected to section b4, b5, g3, g6, h2 and h6 (health effect - impact code). H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As per new information received, it was learnt that, 16 months after procedure, a reintervention with 52mm transcatheter valve was performed. Valve was implanted to the patient after the laceration of the teer device (elasta procedure). Patient was in stable condition post procedure, with trace tricuspid regurgitation.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal procedure in tricuspid position. Twelve months post-procedure, there was a single leaflet device attachment (slda) with the implanted device. During the index procedure, a single pascal was successfully implanted. The initial tricuspid regurgitation (tr) grade was severe/massive, reduced to moderate after the index procedure. One year following the index procedure, a partial tear of the anterior leaflet was detected on imaging, and severe regurgitation was again observed, however the device is still confirmed as being partially attached to the anterior leaflet. The patient also experienced severely limited exercise intolerance (nyha iii) & thoracic pain during exertion, with palpitations and leg edema, but did not need hospitalizing. The patient is undergoing evaluation for intervention, but no intervention is currently planned.